Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a red alert for v tachy mode set to value other than monitor plus therapy. The ICD remains in service. No adverse patient effects were reported. Attempts in getting additional information were unsuccessful. The field representative had no information regarding this issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.